Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that an x-ray was done from the last clinic visit on (B)(6) 2026 and there was no concern for lead or generator migration. The cause was the patient falling 1-2 months ago and experiencing sharp pain from the device since then. On (B)(6) 2026, a complete programming session was completed with device representative, and they plan to follow up in 1 wee to change the program at home. The paitent was given some medication in case their symptoms did not improve with the new program in 1-2 weeks. Xray done on (B)(6) 2026 verifies the correct location and the issue has not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that about a month and a half ago noticed return of bladder incontinence. The patient said that had also experienced sharp electric jolts in the area where the implant was and also said that there was a throbbing pain. When asked, patient said that they fall all the time however doesn't recall if around that same time frame if fell backwards or not. The patient said that also has severe memory issues. The patient stated that today they met with the manufacturer representative (rep) at the urologist office this morning. The patient said that the doctor ordered x-rays and and they performed an x-ray today. When asked, patient said that has a follow up tele-appointment in a week. The patient was redirected to their healthcare provider (hcp) to further address the issue. The rep redirected patient to call and start the replacement process. Reviewed replacement process, reviewed patient's device information with patient and then transferred to lost/stolen vendor. Email was sent to patient registration (prs) to update phone number.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.